Event description:
A malfunction alarm with code malf 12 was reported, and there were no notable events prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, and it remained within the normal range. Technical support provided guidance on resetting the pump, and the customer successfully completed the reset without the malfunction recurring. The customer was advised to continue using the pump and to contact support if the issue reappeared.